Manufacturer narrative:
Other text: h6: health effect and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a damaged liquid crystal display (lcd) lens, dirty adhesive stuck on pumps, worn upstream sensor seal and peeling downstream sensor seal. Functional testing found reported problem was not duplicated. Recommend that the pumps expulsor be replaced in order to bring the delivery into more nominal of a range. The root cause of the issue could not be determined. This issue is being monitored via an internal CAPA and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported of a device that does not deliver medication properly. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.